Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient came to the emergency room for syncope/near syncope. The patient was noted to have been treated for multiple episodes of ventricular fibrillation (vf). One of the episodes used all shock therapies, but was not able to convert the rhythm. The episode self-terminated. The implantable cardioverter defibrillator (ICD) remains in use. No further patient complications have been reported as a result of this event.